Manufacturer narrative:
Removed device code - entrapment of device a150208. E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6).

Event description:
It was reported that the burr became stuck with the guidewire. The target lesion was located in the severely calcified proximal segment of the left anterior descending artery. A 1.50mm rotalink burr and a rotawire were selected for use. During the procedure, it was noted that the burr was stuck with the rotawire. Furthermore, the guidewire could not cross. The procedure was completed with another of the same device. No patient complications were reported, and the patient was stable after the procedure. It was further reported that severely stenosed target lesion was located in the severely tortuous and severely calcified proximal segment of the left anterior descending artery. The rotawire has reached the lesion, but while the burr was being advanced, it was found that the burr could not cross the rotawire, so the burr did not reach the inside of the patient. Additionally, the physician directly replaced the burr, not using other devices to remove it.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the burr became stuck with the guidewire. The target lesion was located in the severely calcified proximal segment of the left anterior descending artery. A 1.50mm rotalink burr and a rotawire were selected for use. During the procedure, it was noted that the burr was stuck with the rotawire. Furthermore, the guidewire could not cross. The procedure was completed with another of the same device. No patient complications were reported, and the patient was stable after the procedure.